Event description:
The customer tested her blood glucose using her contour meter and received high readings of 333 and 400 mg/dl. She retested using another meter and received 2 readings of 120 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was at work and did not have her testing supplies at the time of the call, so it was not possible to obtain that information. Customer service made several attempts to contact the customer after the initial call, but they were unable to speak to her. No product will be returned.